Event description:
The 16mm cervical plate and four screws were successfully implanted into the pt. The surgeon attempted to rotate one locking cap over the cervical screws when the locking cap broke off the plate. The second locking cap was successfully rotated over the second set of screws. The 16 mm cervical plate was not removed and remains in the pt. The broken locking cap was disposed of by the hospital.

Manufacturer narrative:
The device remains in the pt.